Event description:
Female patient had laparoscopic surgery. Patient stated that she found a foreign body left in her vagina after surgery (during f/u phone call) - in speaking with surgeon - the tip of the uterine manipulator must have come off/unscrewed in the patient. The foreign body has been removed at this point. No harm caused. The device was withdrawn by the doctor and handed off to the tech - neither the doctor nor the tech noticed that the acorn shaped piece that is usually on the uterine manipulator was missing. The cone shaped tip unscrews incredibly easily. It hardly even takes half a turn to put it on. This is a serious design flaw and concern.